Event description:
The user is questioning the functionality of the qcpr meter during a patient use event. Patient outcome is unknown.

Manufacturer narrative:
(B)(4). Please note - this report is regarding a qcpr meter and not the actual AED device.